Event description:
Customer reported via phone call that there is blood at site. Customer states that the blood glucose reading is unknown. Customer states that there sensor and blood glucose readings are off.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.